Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting altr, peripheral nerve damage, elevated metal ion levels, pseudotumor and osteolysis. Pseudotumor was excised and sent to pathology. Milky colored fluid was emerging within the joint, tissue was black/gray. Two osteolytic lesions found within the acetabulum with black/gray material. Neurolysis of the sciatic nerve was also found along with elevated metal ion levels. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. H6: remove type of investigation code 4114 ¿ device not returned. Visual inspection of the returned head and taper notes the two components still assembled. Dark debris is present on the insert and inside the taper. Yellow discoloration was observed over most of the surface of the outer radius. Tool marks are also present on the outer radius. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157850 ¿ m2a magnum cup ¿ 888360. 139254 ¿ m2a magnum taper ¿ 547310. 192013 ¿ echo stem ¿ 890490. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03211.

Event description:
It was reported that patient underwent a left revision approximately 9 years post implantation due to altr, peripheral nerve damage, elevated metal ion levels, pseudotumor, and osteolysis. Excision of a pseudotumor. Moderate amount of milky colored fluid was emerging from within the joint. Tissue was black-gray. Two osteolytic lesions found within the acetabulum with black-gray material. The head, taper and cup were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.